Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the slda could not be conclusively determined. The reported mr and dyspnea are cascading events of the slda. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. A xtw (lot: 40305r1061) was implanted reducing mr to trace. On (B)(6) 2024, the patient returned for intervention due to the originally implanted clip detaching from the anterior leaflet (single leaflet device attachment (slda)) resulting in shortness of breath and recurrent mr grade 4. A xt (lot: 40201r1011) was implanted to stabilize, but after deployment it detached from the posterior leaflet (slda) with leaflet damage occurring. A ntw (lot: 40521r1014) was then implanted successfully to stabilize. The procedure ended with mr unchanged grade 4. The patient had a heavily calcified posterior annulus with calcification of the posterior leaflet and partial calcification of the anterior leaflet.